Manufacturer narrative:
Liebel flarsheim manufacturing report: the field service engineer went on-site and performed different techniques using the drip mode, but was unable to duplicate the problem. Fse performed an operational checkout and checklist per section 4 of service manual #802701-c. System functions in accordance with specs. Returned to full service by the customer.

Event description:
On 10/21: customer reports they placed covidien disposable empty syringes (B) (4) with contrast on the a side and saline on the b side. They programmed a protocol of 0.2 - 0.5ml drip mode, a side protocol of 2.0ml/sec for 20ml, b side with 2.0ml/sec for 50ml flush. When the customer was ready to inject, they cancelled the drip mode, and the a side automatically started injecting contrast. The technologist immediately stopped the injection. Reset the injection protocol, injected the pt and procedure was completed without further incident. No reported injuries.